Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery. A 2.25x23 xience xpedition stent was implanted at the lesion and was noted as dissected from the proximal end. Another 2.25x15mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.